Event description:
It was reported that cgm displayed error message 42 on g7 sensor. There was no reported adverse impact to the customer. Customer reset pump, confirmed error did not reappear, and successfully started new sensor session, with no further actions documented from technical support.